Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board assembly (pcba). The service engineer (se) uploaded the operational software, and performed the device evaluation. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator generated a blank display. The patient was transferred to another ventilator without harm.